Event description:
It was reported that during a laparoscopic sleeve gastrectomy the stapler does not come back to straighten out after articulating when taking it out the trocar. No patient harm. Procedure was able to be completed with the same device.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2024. D4: batch # 540c91. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if they had difficulty moving through trocar? Or were they able to move the device though the trocar but with difficulty? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The articulation mechanism was totally functional during functional testing. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 540c91, and no non-conformances were identified.